Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e nvpro-16-us, serial/lot #: (B)(4), ubd: 25-apr-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was placed in the aortic position and deployed to 80% positioned at a depth of 4 mm on the non-coronary cusp (ncc) and 2 mm on the left coronary cusp (lcc). Forward tension was placed on the delivery catheter system to avoid any aortic movement of the valve upon deployment. The valve dropped ventricular to the waist of the valve while being deployed past the area of no return for recapture. The dropping of the valve was believed to have been caused by the implanting technique of the forward pressure on the delivery catheter system (dcs) and lack of calcium in the aortic valve. It was recommended by the representative that they needed to prepare to snare the valve. However, simultaneously the physician pulled on the dcs as the capsule was coming over the tabs. The valve dislodged and moved aortic to the ascending aorta and fully deployed. A second valve was prepped and positioned in the aortic position with no issues. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected: device code c63244 removed. No longer applies to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.